Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a culture of the organism was done, but the reporter was unsure what the results were. Additional actions were not needed. It was reported that the physician wanted to wait for 6 months before re-implanting the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for was headache. Product ID: 377760, lot# v009413, implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Product ID: 3777-60, serial# v331637017, implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) eroded. It was noted a pocket revision was planned for day of report. One day later it was reported there was an infection. The infection was noted during the revision in the ins pocket. The entire system was removed. Infection type was not known at the time of report. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.